Manufacturer narrative:
The subject device has been returned to olympus for evaluation and the reported issue was not displayed. During evaluation, it was observed, defective head part imaging pixel was noted, the head scope mount was bent, and the optical axis was misaligned, and the cable part cable was damaged. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility submitted a repair request to the olympus service center indicating, the hd autoclavable camera head had rgb (three primary colors of light) displayed and did not have a normal display. There was no harm or user injury reported due to the event.

Event description:
Additional event information received from the customer: the reported issue occurred during pre-use inspection for a therapeutic orthopedic procedure and the procedure was completed with a similar device.

Manufacturer narrative:
Corrected: g2 - change distributor to company representative. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported image issue could not be reproduced and the root cause could not be determined. Olympus will continue to monitor field performance for this device.